Event description:
It was reported that 236 days after a coronary artery drug eluting stenting procedure the patient expired. Target lesion 1 was a 2.5mm, 80% stenosed portion of the distal left anterior descending (dist lad) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. Target lesion 2 was a 3.5mm, 70% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.00x24mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. 236 days after the initial procedure the patient expired after experiencing a cardiorespiratory arrest. There was no autopsy. In the opinion of the physician the relationship of the patients death to the taxus stent is unknown.